Manufacturer narrative:
Internal report reference number: (B)(4) b2: adverse event report is being submitted due to symptoms related to diabetes: dizzy. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). During the call, a back to back blood test was not performed by the customer. The test strips are expired: manufacturer¿s expiration date is 10/14/2022 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. At the time of the call the customer reported feeling dizzy; customer stated she would seek medical attention (hospital).